Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during several cases, vasoviewhempro vh-3500 silicon coating of the jaws appeared to heat up and begin to peel and come loose. Harvester takes out the jaws and removes the piece that has come loose or begun peeling. There has been no patient harm.

Manufacturer narrative:
Trackwise#:1096360.updated sections: b4, b5, g3, g6, h2, h6, h11.corrected sections: h6--health effect ¿ impact codes.a lot history record review was completed for lots 3000351376, 3000402378, and 3000389329 the last 3 lots shipped to the account prior to the event/aware date.for lot # 3000351376. There were 4 ncmrs , rework, or deviations documented for the lot number.for lot 3000402378. There were three ncmrs, rework, or deviations documented for the last 3 lots shipped to the account for lot 3000389329- there was one (01) ncmrs , rework, or deviations documented for the lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during several cases, vasoviewhempro (B)(6) silicon coating of the jaws appeared to heat up and begin to peel and come loose. There were no pieces that detached into patient or tunnel. Harvester takes out the jaws and removes the piece that has come loose or begun peeling. There were no instances of needing to make a larger incision. The same device was used to complete the procedure. Sometimes, the device was taken out of the tunnel to manually pull the piece off that was starting to come loose so that it didn't fall into the tunnel. There was a delay of a few seconds to pull the loose pieces from the jaw. There was no patient harm.